Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the review of the black box showed no power interruptions. The battery compartment was cracked. The battery cap threads and the threads inside the battery compartment were stripped. The battery cap contact height and width measured within specifications. However, the battery cap was unable to maintain an electrical connection; power reboots were duplicated the testing. A test cap was used for testing purposes. The pump was able to power on per normal operation with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).